Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
15-aug-2023 the report of cardiac perforation was incorrect on this report. The complaint should be, following complaint of fatigue, patient was found to have pericardial effusion with cardiac tamponade. Patient underwent a pericardiocentesis in the outpatient setting. Other actions taken include initiation of colchicine and reduction of apixaban dosage. The lead currently remains implanted. Should additional information be received, this file will be updated. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient suffered from a cardiac perforation associated with this ra lead. The lead currently remains implanted. Should additional information be received, this file will be updated.